Manufacturer narrative:
PMA/510(k) #k163018. This file was opened in response to a pcmf study, reporting user error, resulting in stent fracture. This file is related to (B)(4). Device evaluation: the device evaluation could not be completed as the zilver 635 biliary self expanding metal stent device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is evidence to suggest that the customer did not follow the instruction for use. The device ifu0065 states ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of user error was established. From the information contained in the file, it is known that the stent was deployed through the wall of a previously placed or existing metal stent. The device IFU warns against this use of the device, ifu0065 states ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could make it difficult or impossible to remove the delivery system¿. The user error of the deployment of the device through an existing metal stent is likely to have resulted in the stent fracture described in the report. User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was opened in response to a pcmf study, reporting user error, resulting in stent fracture. Confirmed quantity of 02 devices used. Although no information on the patient outcome was available, as per clinical advisor input, there was no adverse event reported or mentioned in relation to the stent fracture in the final report. A definitive root cause of user error was determined. The stent was deployed through the wall of a previously placed or existing metal stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-oct-2024.

Event description:
As initially reported to customer relations: global clinical number: (B)(4). Title of clinical study: (B)(6). Device name: zilver 635 biliary stent (zilbs). The primary aim of this post-market clinical follow-up (pmcf) study is to confirm the performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favourable. This was a retrospective, observational, multi-center, post-market study that collected data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the zilver 635 stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 136 patient datasets were entered into the study database and are included in this final report. A total of 170 biliary stents were placed or attempted to be placed in 136 patients. Most patients received one stent (79.4%,108/136). The most frequently used stents were the zilbs-635-10-8 (69 stents). This complaint was opened to capture patients experiencing adverse events by category. Device issue was stent fracture. Stent was deployed through the wall of a previously placed or existing metal stent. This is considered user error and would likely to have required intervention surgical intervention.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.